Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation?: yes. Returned to manufacturer on: 8/26/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the lens was evaluated under microscope and was observed cut with a haptic detached and have residues of viscoelastic. The condition observed is consistent with a lens that has been explanted. There is no specific issue reported however, lens cut and haptic detached was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported lens was handling and used in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to anisometropia. There was no indication of patient injury or that medical or surgical intervention was required. The patient has recovered. No further information is available.